Manufacturer narrative:
The complaint devices were not returned, but six unopened packages were returned with complaint numbers. A functional test was performed and determined that all six devices inflated without issue. One device was found to be asymmetrical. When deflating the devices, four of the devices took pressure when depressing the plunger to deflate the balloon. The other two balloons deflated without issue.the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence as the issue was "prior to use". Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The IFU does not contain information regarding the failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during preparation for the hysterosalpingogram procedure, a cook silicone balloon hysterosalpingography injection catheter was inflated for testing prior to patient contact. It was determined that the balloon could not be deflated with the syringe. A second of the same device was tried and had the same problem. A dilator was then used on the second balloon to push the valve to release and the balloon deflated. The second balloon then was able to be used in the procedure. No unintended portion of the device was left in the patient¿s body and there was no need for any additional procedures due to this event. There were no adverse effects or consequences to the patient due to these occurrences.